Manufacturer narrative:
The device was received by resmed and an evaluation confirmed the complaint. The main circuit board required replacement to address the issue. The device was deemed beyond repair and scrapped. Resumed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive, inoperable touchscreen upon installation of a new main circuit board. The device was not in patient use when the reported event occurred.